Event description:
It was reported that the patient (pt) was intra-aortic balloon pump (iabp) dependant. While in the cath lab, the intra-aortic balloon (iab) was prepped and inserted through a super arrow-flex (saf) sheath into pt's femoral artery. Ten minutes after iabp therapy began, the fiberoptix sensor (fos) signal was lost & they began to trigger off the arterial pressure. Pt went into v-fib, chest compression began, and pt needed to be defibrillated. After pt was stabilized, the first iab was removed. A second non-fos iab was prepped, and inserted into the same insertion site using a different sheath from the cath lab stock. The insertion of the second non-fos iab was successful. Iabp therapy was interrupted "a few minutes." It was reported that pt expired two hours later. Pt was not in the cath lab at the time of death. At the time of the iab insertions there were no reported patient complications. The md and team leader stated that pt did not expire due to this iab event. Add'l info received from the md on 06/07/2010 stated, "the patient was very sick and was not expected to survive."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.